Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, no relevant supporting clinical information could be provided to assist with this clinical investigation as the data collected from the post market clinical follow-up was anonymous. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. Should any additional clinical information be provided this complaint will be re-evaluated. A review of complaint history did not reveal additional complaints for the listed device for the same failure mode. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, post-operative healing issue and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, a patient underwent a thr revision surgery on the left hip on (B)(6) 2017 to treat an unspecified femur malunion distal to the head and neck. During this procedure, a redapt slvls mono stem 240mm sz 20 so was implanted 2 weeks postoperatively, an additional surgery was performed due to evacuate an internal hematoma. Additional details about the implanted prosthesis before the additional surgery was performed are not available. As the data collection has been done retrospectively and is anonymized, further details on the patient's final outcome are unknown.